Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection which originated from external source (pocket suture). Additional information received indicated that there was no vegetation on the leads or pocket. However, culture showed device pocket was positive for staphylococcus aureus. There were no additional adverse effects reported. The product was explanted.